Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10 it was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. A getinge field service engineer (fse) stated he contacted customer, the reported problem was corrected by the customer. They do not have a helium leak. There was no patient involvement. H3 other text : repair service not done.

Event description:
N/a.